Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, he noted an abnormal amount of bleeding with the reloads across the appendix. Surgeon used cautery and sutures to control the bleeding before finishing the surgeries without further issue.